Event description:
Procedure: left upper lobectomy. According to the reporter: during the procedure, electrical discharge was observed around the flexed part at the distal end of the shaft, and the surgeon found a pin hole on the coating. No bleeding. No tissue damage. Nothing fell into cavity. No pt harm. Operating room time not extended.

Manufacturer narrative:
(B)(4).